Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 not detected on bus, which located on 4east. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 4.1 and 4.2 were off the bus. A field service engineer (fse) reconnected the connections on the module control board and drawer control board, cleaned the trays in both drawers, and inspected all cubie contacts. Following these actions, the system began functioning normally without further issues. The system functioned as intended after field service engineer repaired the device.